Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 507mg/dl. The customer was treated with insulin drip. The mother stated that the infusion set tubing might have been kinked just above the reservoir. Troubleshooting was performed. The insulin pump was one hour ahead. Ran a fixed prime and high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.